Event description:
It was reported that the patient experienced a possible perforation from the right ventricular (rv) lead. The lead had high thresholds, no capture at maximum output, and low sensing. A revision was scheduled, however under fluoroscopy it was noted that the lead appeared to be outside the cardiac shadow. The patient was scheduled for echocardiogram to evaluate for perforation and was to be transferred to another facility for surgery. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.